Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to pt injury previously. Device issue: balloon rupture. It was reported that during a procedure in a heavily calcified, concentric, 100% stenosed mid right coronary artery stenting procedure, the physician initially used a rotablator successfully which decreased the stenosis within the artery to 40%. A maverick balloon was attempted to predilate the lesion, this was unsuccessful. A voyager rx 3.0 x 20 mm balloon was then used for predilation, but the balloon burst at 20 bar (atms). Finally, the segment was predilated with a falcon balloon and a coroflex stent was placed successfully. There were no reported pt effects. There is no add'l info available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to perform an eval at this time. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the balloon catheter was returned with blood and contrast on and in the balloon, in the inflation lumen, and on the outer member. The balloon was loosely folded. There was a longitudinal rupture on the balloon at the proximal end of the proximal marker extending distally for a length of 2 cm. There were no scratches visible on the balloon. There was no other damage noted on the balloon catheter. The device was sent to scanning electron microscopy (sem) for further analysis. Product performance engineering was unable to perform an evaluation at this time. Results and conclusions will be forwarded upon completion.